Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device's defib output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was received at zoll medical singapore for evaluation. The customer's report was observed during initial testing. However, the reported problem could not be duplicated. The pace/defib engine board was recommended to the customer for replacement as a precaution. Analysis of reports of this type has not identified an increase in trend.